Manufacturer narrative:
The insulin pump was received with cracked end cap. The insulin pump was unable to perform basic occlusion, occlusion, prime and excessive no delivery test due to cracked endcap. Analysis was unable to verify motor error alarm due to cracked endcap. However, the motor passed motor test. The insulin pump was received with minor scratched display window. The insulin pump was received cracked case display window corner. The insulin pump was received with cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a motor error alarm during rewind. The customer's blood glucose was unknown at the time of incident. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not dropped. The customer stated that the displacement test was unable to be performed due to motor error alarm during rewind. The insulin pump will be returned for analysis.